Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient had been hit in the chest directly at site of device. High capture threshold and low pacing lead impedance were observed. The lead was explanted and replaced.